Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. Log shows the calibration starts from (flow o2 calibration for scale point 1) inspiration block tightness check shows a flow of 1.70l/min at the flow inspiration during the port is not blocked. Inspiration valve test performed and tightness test fails and three test passed. The flow controller o2 and a flow of 25l/min, flow inspiration is showing 26.3 and o2 flow is showing around 25l/min. Confirms that the inspiration valve is leaking slightly and that could be the reason for inspiration valve offset calibration failure and step 1 failure of o2 flow.

Event description:
The customer reported oxygen flow issues while using the bellavista. At this time, it is unknown if there was any patient involvement associated with the reported issue.